Manufacturer narrative:
The ventilator was investigated at site by our field service engineer (fse). No device errors could be detected and no parts were replaced. According to our fse, the ventilator passed a pre-use check successfully and a run test was performed on main power as well as on battery with out any discrepancy. The ventilator was released for use. The received logs shows that the pre-use check performed 7 days before ventilation start was successful. The log shows that the ventilation was started on (B)(6) 2021 at 4:45 pm in pressure controlled ventilation mode. Alarms for expiratory minute volume low were generated from time to time until about 10:24 am on (B)(6) 2021 when the alarms were intensified and alarms for inspiratory flow overrange, peep low and respiratory rate high started to be frequently generated. There were several adjustments in the ventilation settings but the alarms continued. The technical log does not include any errors to indicate a ventilator malfunction at the time of the event. The alarms generated indicates that a leakage situation occurred. The root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref:#: (B)(4).

Event description:
It was reported that the ventilator switched off during ventilation. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).